Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed per photos provided by the customer. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/18/2024, it was reported by an arthrex subsidiary employee via email that an ar-4030c-07 fast thread biocomposite interference screw and ar-4020c-07 fast thread biocomposite interference screw broke during insertion. The case was completed using a product from another manufacturer. This was discovered during a multiligament acl procedure on (B)(6) 2024.